Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/15/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification claim# (B)(4).